Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional (hcp) via a device manufacturer representative regarding a patient receiving morphine at an unknown concentration and dose via an implantable infusion pump. It was reported that the patient saw code 8476 on his personal therapy manager (ptm). The patient was instructed to come into the office for a pump interrogation. The pump was found to be in a motor stall. The pump was scheduled for a replacement to be performed on (B)(6) 2018. The issue was not considered resolved. The pump would be returned after replacement. The patient's status at the time of the report was alive - no injury. The patient's weight was unknown. No patient symptoms were reported. No further complications were reported.